Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date and got out of the hospital for diabetic ketoacidosis. Customer¿s stated that display was dim and scratches on screen and hard to read and rejected new batteries. Customer¿s stated that insulin squirted during priming and buttons were hard to press had to press buttons twice to respond. The insulin pump will not be returned for analysis.